Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was loose and it was difficult to charge pump battery. Customer's blood glucose was 62 mg/dl. Customer reverted to using an alternate method of insulin therapy.